Event description:
The hospital reported that during the ligation of the branches for an endoscopic vein harvesting procedure, the hemopro plasic jaw broke off inside the pt's leg. The physician's assistant used the same hemopro device to retrieve the broken jaw. No additional intervention was required. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: the visual inspection showed that a portion of the cold jaw coating had broken off near the tip. The cold jaw boot that broke off (detached) from the curved metal jaw was not returned by the hospital. A secondary observation was that a deep burnt section on the serrated section of the cold jaw boot was observed. This burnt section is from the cutter wire on the tri-heater assembly which extends down to the metal curved metal jaw up to the broken off boot. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.